Manufacturer narrative:
Result: footboard main module assembly.

Event description:
It was reported by service report that the footboard has no function. No pt involvement or adverse consequences are reported.